Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging bronchial infection. Patient required antibiotic treatments. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/22/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that light unknown white contamination (dust-like) at the air inlet of the blower box, unknown white and black (inconsistent with degraded sound abatement foam) contamination (dust-like) in the iso port (international organization of standardization), light dust-like contamination on top and bottom of the blower motor, and the blower motor seal, light unknown specks of contamination in the bottom enclosure. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no functionality failures of the device, which suggests that the source of contamination was most likely external to the device.pil was unable to address the symptoms specified. Pil was unable to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged. Device was likely reset prior to pil receipt as indicated by the device having 499.7 machine hours and no blower or therapy hours. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected in this follow-up report.